Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician attempted to place a taxus express2 3.0x12mm drug eluting stent to the 90% stenosed lesion located in the moderately tortuous, severely calcified left anterior descending (lad) artery, but was unable to cross the lesion. Upon removal of the stent delivery system it was noted that the stent strut was lifted up. The procedure was completed using another taxus stent, same size. No patient complications were reported. Patient status post procedure is noted as good.